Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the rigid endoscope telescope exhibited a damaged lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to the excessive force on the distal end of the telescope as a result of an impact or a fall. The image is blurred due to the defective lens at the distal end and the detached lens in the objective. Olympus will continue to monitor field performance for this device.